Event description:
International affiliate reported that the device was used following left knee arthroplasty in 2005 and patient immediately presented with heat sensation and swelling at the wound site from the operation. Necrosis and ulcer of skin tissue of the left knee developed at an unspecified time. Antibiotics were prescribed. No further information was provided.